Event description:
It was reported that bd alaris pump module smartsite texium low sorbing infusion set was leaking. The following information was received by the initial reporter with the following: we have had 4 incidents lately of tubing not working correctly. The first 2 had leaks from the bonded area between the tubing and texium (green cap at the end) and this leaked chemotherapy. I unfortunately do not have the lot number for these 2 incidents. The other 2 I do have lot numbers for, the first was standard tubing and the ref#: 24010-0007t- this one leaked at the texium as well, but it was only normal saline. This lot number is (10)24075225. The next tubing was filtered and has a ref#: 24301-0007t- this one leaked out of the pump segment in the tubing, but it was also normal saline. This lot number is (10)24075212.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 24301-0007t and lot# 24075212 was performed. The search showed that a total of 23, 063 units in 1 lot number was built on 26jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information provided.